Event description:
It was reported that oxytocin was found running at 20ml/hr instead of the intended 6ml/hr for 3.9 minutes on 27sep from 3:30:05 to 3:33:59. The total bag volume and concentration was 30units/500ml. It was also noted that lactated ringers was also infusing via another channel and was being increased from 100ml/hr to 999ml/hr at 3:29, 1 minute prior to the event. Per report, the bedside nurse claimed to have never "touched the oxytocin infusion pump". There was patient involvement but no harm. Upon a preliminary investigation of the logs, the customer believes that "it appears the rn intended to program the vtbi of oxytocin as 20 ml instead of the rate judging by how it was fixed at 3:34pm." The customer later reported that, "it appears the issue was user error." They noted that there were no device concerns, and they would not be sending any devices to bd for investigation. Bd learned the following after an onsite visit: the senior director provided the following information: - standard practice is that staff leave the volume to be infused (vtbi) at 500ml with programming - standard setup for infusions in the lactated ringers infusion is on the pump module on the left side of the pcu and the pitocin infusion and magnesium infusion are placed on the right side, each on a pump module - pitocin infusion is attached to the distal y-site of the lr infusion or into a port on the extension set - pitocin standard concentration is 30milliunits/500ml - standard IV set used with a pitocin infusion is bd alaris pump infusion set 2420-0007 - no patient impact was reported. Staff caught the issue quickly. - event device was sequestered - adult profile is used when programming infusions the clinician that experienced the event provided the following information: - lactated ringers was infusing on the pump module on the left side of the pcu and the pitocin was infusing on a pump module on the right side of the pcu (which is the clinician's practice). The pitocin infusion was administered on a bd alaris pump infusion set 2420-0007. Unsure of the patient¿s vascular access. - the clinician stated that sometimes they will program a smaller volume like 20ml or 30ml so that if a bolus were to occur, it would only be for small volume and not the entire bag. After the event, they now leaves the vtbi at the programmed amount that prepopulates. - device was not beeping or anything, just happened to notice that the rate was incorrect. They stopped the pitocin infusion. The patient had already been receiving a lr bolus for another issue with the baby. The clinician stated that their practice is to do a rate/dose verify every hour in the mar and during this was when they noticed the rate was incorrect. They further stated that if the pitocin infusion is turned off, they disconnect the IV line from the patient and closed the roller clamp. - they stated they wouldn¿t have received a guardrail because the guardrail soft limit is set at 21. - guardrails data set information for oxytocin therapies are induction or post partum.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion of oxytocin was not confirmed reviewing the data and no malfunction devices were provided for testing. The external inspection of the suspect pump modules and pcu could not be conducted as the devices were not returned for investigation. Consequently, no laboratory testing was performed, as the reported equipment was unavailable for testing evaluation. The suspect pump module event logs from the alleged incident on september 27, 2025, were reviewed to verify programming details. The facility¿s investigation concluded that the logs indicate a manual rate change with no evidence of device malfunction. The infusion was programmed for oxytocin at 20 ml/h instead of the intended 6 ml/h, with a total bag volume and concentration of 30 units/500 ml, running from 3:30:05 to 3:33:59 pm. Concurrently, lactated ringers infusion increased from 100 ml/h to 999 ml/h at 3:29 pm. The next analysis was performed with the log event of the suspect pump module (s/n: (B)(6) on 27sep2025. At 8:42 am the pump module (s/n:(B)(6) was connected to the pcu (s/n: (B)(6) and label b. From 8:42 to 8:43 the pump module (s/n:(B)(6) was programmed a basic infusion with rate = 2 ml/h and volume to be infused (vtbi) = 20 ml. At 8:44 am the pump module alarm for an occluded patient side in the infusion. At 10:16 am the infusion was reprogrammed to a rate = 4 ml/h and vtbi = 16.926 ml. From 12:38 to 12:39 pm the infusion was reprogrammed to a rate = 6 ml/h and vtbi = 7.4 ml. At 1:29 pm the infusion was paused and a minute later the infusion was restarted. At 1:33 pm the infusion was reprogrammed to a rate = 6 ml/h and vtbi = 20 ml. At 3:30 pm the infusion on the suspect pump module (s/n:(B)(6) was selected and reprogrammed manually to a rate = 20 ml/h and vtbi = 8.749 ml at 3:33 pm the pump module selected key channel off and stopped infusion. At 3:34 pm the pump module was programmed for a basic infusion with rate = 6 ml/h and vtbi = 20 ml. From 3:35 to 3:50 pm the infusion was put on standby, then key channel off was selected and stopped infusion. At 8:10 pm the pump module (s/n:(B)(6) was removed from the pcu. Bd alaris system user manual (v12.1), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, gloves) is enclosed or caught in the pump module door. Follow proper infusion set loading instructions and ensure the set is free of kinks and that all clamps are open before starting an infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery. The bd alaris system with guardrails suite mx user manual v12.1.2 within warnings and cautions; do not touch the administration set while closing the door and ensure tubing placement is over pressure sensors. Ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. Failure to follow this instruction can result in infusion rate inaccuracy. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported that over infusion of oxytocin cannot be determined from the provided logs and data. There were no devices returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that oxytocin was found running at 20ml/hr instead of the intended 6ml/hr for 3.9 minutes on 27sep from 3:30:05 to 3:33:59. The total bag volume and concentration was 30units/500ml. It was also noted that lactated ringers was also infusing via another channel and was being increased from 100ml/hr to 999ml/hr at 3:29, 1 minute prior to the event. Per report, the bedside nurse claimed to have never "touched the oxytocin infusion pump". There was patient involvement but no harm. Upon a preliminary investigation of the logs, the customer believes that "it appears the rn intended to program the vtbi of oxytocin as 20 ml instead of the rate judging by how it was fixed at 3:34pm." The customer later reported that, "it appears the issue was user error." They noted that there were no device concerns, and they would not be sending any devices to bd for investigation.